Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified shutdown occurred. The customer reverted to an alternate method of insulin therapy. Tandem technical support attempted to obtain the alternate method used, however, the customer did not reply. Customer¿s blood glucose level was 200 mg/dl.